Event description:
On (B)(6) 2008, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. Prior to the procedure, on (B)(6) 2008, the patient received a bypassing surgery at right cca - left cca - left subclavian artery. The left cca and the left subclavian artery were intentionally covered. Although the final angiogram showed a slight type 2 endoleak, the physician decided to wait and watch approach. On (B)(6) 2009, a follow up cta revealed a type 1 endoleak at the proximal end. Type 2 endoleak already disappeared. On (B)(6) 2009, a tag device was additionally implanted at the proximal end to resolve the type 1 endoleak. The innominate artery was intentionally covered. And the physician performed another debranching surgery from the ascending aorta to the innominate artery at that time. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.